Event description:
During a coil embolization procedure of the pcom right side, the enterprise vrd and delivery stent (enc452812/1429998) was advanced via the prowler select plus microcatheter (606s255x/15341252), but there was resistance. Then, the enterprise was attempted to be withdrawn, but found that the enterprise delivery system cannot be withdrawn. The enterprise system was forcibly withdrawn from the microcatheter, and the microcatheter broke into three pieces including the hub, and the stent was stuck. Then, the microcatheter and stent delivery system was removed as a unit. No additional torque or manipulation was used to position the microcatheter, and the microcatheter was not cut in three pieces on purpose. Other devices were used to complete the procedure, and the patient was fine. It is unknown in what section of the microcatheter the stent stop advancing, but a constant flush was maintained at all times through all the systems. The mc was not re-shaped prior to use. The aneurysm measurement 5x4mm and the neck was 4mm. After removal from the patient, the hub was broken during withdrawal, but no other damage was found on device.

Manufacturer narrative:
The complaint received states that during an interventional procedure the prowler select plus microcatheter was obstructed and separated and that the enterprise stent system was impeded. During a coil embolization procedure of the pcom right side, the enterprise vrd and delivery stent ((B)(4)) was advanced via the prowler select plus microcatheter ((B)(4)), but there was resistance. When the resistance was felt, the physician attempted to withdraw the enterprise delivery system; however, it could not be withdrawn. The enterprise system was forcibly withdrawn from the microcatheter, and the microcatheter broke into three pieces including the hub, and the stent was stuck. Then, the microcatheter and stent delivery system was removed as a unit. No additional torque or manipulation was used to position the microcatheter, and the microcatheter was not cut in three pieces on purpose. Other devices were used to complete the procedure, and the patient was fine. It is unknown in what section of the microcatheter the stent stop advancing, but a constant flush was maintained at all times through all the systems. The mc was not re-shaped prior to use. The aneurysm measurement 5x4mm and the neck was 4mm. After removal from the patient, the hub was broken during withdrawal, but no other damage was found on device. There was no report of injury for the patient. A non-sterile microcatheter select plus was received in 3 parts inside of a plastic bag. The hub was inspected and no damage was observed. The ID band was inspected and presented an enlarged section at the distal end. The microcatheter was inspected and no damage was observed. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The 3 parts of the mc were observed under a microscope and the damages were confirmed. The functional analysis could not be performing since the damage of the received product. The ID from the mc was measured despite the damages and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure as "catheter- obstructed" could not be evaluated since the received conditions of the product; however during the dimensional analysis the device meets with the ID specifications, and it does not appear to be manufacturing related. The reported failure as "catheter- separated" was confirmed since the received product condition. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. The complaints of impeded and obstructed could not be verified secondary to the condition of the received devices; however, there is no evidence that manufacturing issues may have contributed to the reported events. The stent system was successfully passed through a sample microcatheter. The complaint of separated was confirmed on analysis. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the reported and confirmed events. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00454 and 1058196-2011-00455.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg reports 1058196-2011-00454 and 1058196-2011-00455. The product was returned for evaluation and testing, but the analysis was not completed. Additional information will be submitted within 30 days upon receipt.